Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 500 instrument. Quality control (qc) was within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced reagent 1 and reagent 2 mixers, and ran quick check and qc, which recovered in range. The cause of the falsely elevated co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 500 instrument. The initial result was flagged with a delta check and was not reported to the physician(s). The sample was reprocessed on the original instrument. The repeat result from the original instrument was reported as the correct result to the physician(s). Additionally, for troubleshooting purposes, the sample was also repeated on an alternate dimension vista 1500 instrument. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00226 on 16-sep-2024. Additional information (20-sep-2024): siemens evaluated the event and determined that the reagent 1 mixer, which was replaced by the customer service engineer (cse) as described in the initial report, potentially contributed to the falsely elevated carbon dioxide (co2) result. The investigation conclusions code in h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.